Event description:
It was reported that a revision surgery was performed due to acute perioprosthetic joint infection and patellar tendinitis.

Manufacturer narrative:
Corrections: in addition to this MDR, other components of total knee involved in this event have been communicated through mdrs 1020279-2017-01361 , 1020279-2017-01362 and 1020279-2017-01360 .

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.